Event description:
Pt called lfs in 2004 and alleged that their meter would prompt an error 1 message while attempting to test. The pt stated that the meter has not worked for over one month. The pt visited their physician for a regularly scheduled appointment and the pt was advised to have the meter replaced. The issue was not resolved with troubleshooting. Based on the info provided, the meter did malfunction, however, there is no evidence that the meter contributed to a serious injury. The pt is being sent a new meter.